Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified. However, it is likely that damage to the device caused by an adverse impact on the performance of the light source, due to the use of a non-designated olympus lamp, led to the malfunction. The event can be prevented by following the instructions for use which state: this light source does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury and/or equipment damage can result. Some problems that appear to be malfunctions may be correctable by referring to chapter 8, ¿troubleshooting¿. If the problem cannot be resolved using the information in chapter 8, contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source's emergency light keeps coming on - despite changing the xenon lamp. The issue was found during an unknown procedure. There were no reports of patient harm.